Event description:
(B)(6) study. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve into the proper anatomical location. There was correct positioning of the prosthetic heart valve into the proper anatomical location. Event summary: on the same day of the index procedure, following valve implant the subject developed complete heart block and was on a temporary pacer wire at 50 bpm. Electrocardiography revealed 2nd degree av block and right bundle branch block. The following day, a new dual chamber boston scientific accolade MRI permanent pacemaker was implanted successfully. Five (5) days post the index procedure the event was considered resolved and the patient was discharged on aspirin and clopidogrel.